Event description:
It was reported that the implantable cardioverter defibrillator exhibited oversensing noise. Upon further investigation it was determined to be emi. Since this only happened on one day at a specific time, the physician opted not to make any changes. No intervention was performed. There were no patient consequences.